Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a patient's dialysis appointment it was observed that the device was exposed from the pocket. The exposed pocket was covered with what was described as dressing material and was seen for an emergent appointment at a different hospital in which pocket infection was confirmed. This right ventricle lead and system has been explanted and is no longer in service. No further adverse patient effects have been reported. This lead is not available for return. Given this information, this event record has been concluded. Should updated information become available, a follow up report will be submitted.